Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: laparoscopic lar when the green firing mode button was pressed and then the blue button was pushed with the tissue grasped, a doctor found it could not fire at all. After release from the tissue the jaw was opened and closed for several times and the sulu was replaced to try again. However, the same trouble was duplicated. The manual device of egiaultra was opened and the second sulu was set on it and then no problem was confirmed to complete the case. No patient harm. The patient current status: good operating time extended: unknown. Reported no problem in release from tissue. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of manufacturer : unknown nothing of adverse event caused by extension of operating room time was reported. "No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used." No detailed situations of failure such as pre-firing or conditions of jaw was reported. Additional information: 1. Could the stapler be fired at all? No. 2. Did the stapler fire only part way? Maybe not. 3. Was there poor staple formation? Maybe not. 4. What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Idrvultra1 c2013k401. 5. Was any reinforcement material used in conjunction with the stapling device? Unknown. A) if yes, a. What was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? 6. Was there any unanticipated tissue loss as a result of this problem? No. 7. Was there any tissue damage as a result of this problem? No. A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? 8. Was there blood loss of 500cc or more due to the product problem? No. 9. Did any additional blood loss resulting from this product problem require a blood transfusion? No. 10. Was surgical time extended by more than 30 minutes due to the product problem? No. A) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)